Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: device photograph(s) for the device related to the reported event rupture and pain was reviewed on march 28, 2023. Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported "right side rupture". Device has been explanted. Physician later reported "the patient noted pain in the right mammary gland, a change in shape, density.

Event description:
Patient reported "right side rupture". Device has been explanted. Physician later reported "the patient noted pain in the right mammary gland, a change in shape, density. Implant rupture detected by ultrasound."

Manufacturer narrative:
Health effect impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.